Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump shut down. Customer's blood glucose was in the 500 mg/dl range and insulin injections were administered to address bg. Tandem technical support reviewed pump data and found that the pump battery low power alerts and alarm occurred prior to the pump shut down. Contact acknowledged pump battery was depleting normally based on the pump settings and usage.